Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on (B)(6) 2022, on day 03 of sensor life. No adverse events were associated with this complaint.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The sensor was investigated. Review of in-vivo data in dms shows that a led disconnect error was triggered on (B)(6) 2022. In-vitro qc test did not find any performance issue with the sensor. However, sensor manager software measurements test of the sensor showed that the led flag for sensor (B)(6) cleared at field current threshold higher than 412 adc counts which is the root cause of this issue. No further investigation was possible for this complaint. As part of resolution, the customer was offered a sensor replacement.